Event description:
One endeavor sprint rx drug eluting stent was implanted in the prox lad during the index procedure. Pt was asymptomatic at the 30 day, 6 month, 1 year, 1.5 year and 2 year follow-up. Approx 30 months post index procedure, the pt suffered an mi and died. The investigator has stated that the death was a non-sudden cardiac death, associated with an mi, there was no evidence of stent thrombosis, no autopsy report is available. It is unk whether a target lesion was involved in the mi event and it is not assessable whether the events were related to the study stent. The pt was not taking the study medications at the time of the event.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction and death).